Event description:
Tap. It was reported that 135 days after implantation of a 3.0x12 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the "proximal/ostial" left main coronary artery. A pre-intervention stenosis of 70% was reported. A 3.5x12 mm taxus stent was deployed at 26 atm in the region of the lesion. It was not reported that the vessel was pre- or post-dilated. A post-intervention residual stenosis of 0% was reported. The pt received angiomax and intracoronary nitroglycerin during the procedure. No info concerning pt complications was reported. The pt presented 135 days after the initial procedure with a 40-60% in-stent restenosis in the ostial left main coronary artery. A 3.5x12 mm taxus stent was deployed at 20 atm in the region of the lesion. It was not reported that the lesion was pre- or post-dilated. A post-intervention residual stenosis of 0% was reported. The pt received heparin during the procedure. No info concerning pt complications was reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.